Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she cannot drive, at night lights are like giant spider webs, stop lights were stacked. No further information is expected. There are two medical device reports associated with this consumer. This report is for the one of two eyes.